Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported that an elective replacement indicator (eri) message was displayed. Device software was updated and elective replacement indicator (eri) message did not clear. Surgical intervention may be undertaken in the future to address the issue.

Manufacturer narrative:
It was reported to abbott that the patient¿s controller (pc) displayed the "replace generator soon" warning. The device was not returned for analysis; however, a session report was received and indicate a false eri message. Analysis of the session report shows that the battery voltage level of the device is within specifications. Actions have been taken to prevent reoccurrence.

Event description:
It was reported that the patient underwent surgical intervention wherein the ipg was explanted and replaced.